Event description:
This is being filed to report a clip caught on chordae which made grasping difficult, in addition to failure to follow instructions for use. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. The transeptal height was low. The first clip was advanced and deployed without issue. A second clip was advanced, due to the low transeptal height, the a-knob was turned to 180 degrees and when steering the clip went under the valve. The clip got stuck within a chord. Standard troubleshooting was unsuccessful, the clip could not be freed, however some leaflet was able to be grasped and the clip was deployed. Mr was reduced to 1. It was noted that the user did not test the lock during clip removal. There was no clinically significant delay in the procedure and no adverse patient effects.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. Based on all available information, a cause for the reported difficult positioning could not be determined. The reported entrapment of the device was due to procedural circumstances. The reported improper or incorrect procedure or method was due to the user error. Lastly, the reported unexpected medical intervention was a result of cases specific circumstances. It should be noted that the instructions for use (IFU), mitraclip g4 system, step 32.1.3 states ¿ establish final arm angle¿ in this event it was stated that the user did not test the lock prior to clip deployment. However, this user deviation from IFU did not contribute into any reported issues. There is no indication of a product issue with respect to manufacture, design, or labeling.